Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a gradual poor sound perception. The user had swelling and hematoma above the device after few days of implantation, which was solved with a head band over the device. Since implantation, the user has been complaining about fluctuations in the sound quality, but at long intervals, but now the sound is completely blocked. Re-implantation is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a gradual poor sound perception. The user had swelling and hematoma above the device after few days of implantation, which was solved with a head band over the device. Since implantation, the user has been complaining about fluctuations in the sound quality, but at long intervals, but now the sound is completely blocked. The user was showing good benefit before. The user has been re-implanted.